Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that catheter breakage. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the problem could not be reproduced. One 4fr groshong clearvue catheter with stiffening stylet was returned for evaluation. An initial visual observation revealed use residue in the sample. The catheter was returned with a stylet inserted. A functional test of flushing the catheter with water using a 12 ml syringe was performed, and no leaks were observed. The stylet was then removed and a second attempt of flushing and pressurizing the catheter was made; however, still no leaks were observed. The complaint of a leak could not be confirmed as no issues were found in the catheter during testing. This complaint will be recorded for future trending and monitoring purposes.